Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported to olympus that while using the camera head, the button operation was defective and there was poor image quality. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to the repair center for evaluation and the customer's allegation was confirmed. The evaluation also identified flooding of the charged coupled device (ccd), coupler, cables, the connectors and a loose coupler retainer. A definitive root cause for all findings was unable to be identified. A device history review of the current product was conducted, and no problems were found. The device instructions for use (IFU) indicate: ¦4.1 precautions (warning) if an abnormal endoscopic image or function occurs and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such a device may injure the patient, cause bleeding or perforation. If for some reason the endoscopic image disappears during endoscopy, the endoscopic image does not return from the frozen state, or the focus cannot be adjusted, and you do not know how to recover, turn off the power to the video system center and turn it on again. If the endoscope still does not return to normal and observation cannot be performed, immediately turn off the power to the video system center, remove the camera head from the endoscope, and while looking directly into the eyepiece of the endoscope, slowly pull the endoscope out from the patient to discontinue use. It is very dangerous to leave the endoscope inserted into the patient while the image disappears or other observations cannot be made, or to pump air/water, suction, or perform procedures. When various types of instruments are being used, the device should be withdrawn as the safest way as possible before withdrawing the endoscope. Also, during the procedure, be sure to have a spare device available to avoid interruption of the procedure. ¦endoscope image unexpectedly disappears or cannot be unfrozen (warning) do not strike or drop the device. Do not drop or bump the device. Water leakage may cause damage to the internal circuitry of the device. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that while using the camera head, the button operation was defective and there was poor image quality. There were no reports of patient harm associated with the event.